Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Event description:
Event description boston scientific crm received information from a health care professional (hcp) that this device battery was depleting faster than expected. They contacted bsc technical services (ts) inquiring on whether this device was under any advisory, as a possible cause for the early battery depletion. Ts stated there were no advisories, and inquired whether they wanted any more help. The hcp stated that was all that was needed. Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were noted.